Manufacturer narrative:
Information was not available this device was returned for service with no alleged deficiency, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. A functional assessment was performed which found the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 20, 2013. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
During service and repair pre-testing, it was discovered that the device had a "sticky trigger". This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.